Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following sets of results within 15 minutes: 111 mg/dl (patient meter) and 270 mg/dl (hospital meter). 78 mg/dl (patient meter) and 178 mg/dl (hospital meter). 91 mg/dl (patient meter) and 197 mg/dl (hospital meter).